Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery longevity percentages were from 58 to 15 in a span of 3 months as per current checked. A request was made to have data from this device analyzed. Data analysis showed the rate of discharge did appear to be accelerated compared to a nominal emblem. V2p2 counts are normal, and the battery voltage was not showing signs of intermittency. Root cause is unknown. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.